Event description:
Boston scientific (bsc) crm received information that during a routine follow-up, the physician was unable to interrogate this implantable cardioverter defibrillator (ICD). Four different programmers were used to attempt to interrogate the device; all were unsuccessful. Three different hospital rooms were used in order to eliminate possible interference. All electronic devices present in the rooms were shut down during the time of the interrogation. Structured systematic troubleshooting was attempted, including: replacing the power cord, replacing the wand, ensuring no external machines were connected, ensuring no surface electrocardiogram was connected, tried plugging the power cord directly into the grounded outlet, used a single-outlet-socket, grounded the examination table, and avoided any other potential interference from a programmer or computer screen next to the programmer. Interrogation was attempted by using both quickstart and select pg. No difference was seen with all attempts. All of the programmers used had the most up to date software version. No beeping tones were observed when a magnet was applied. The printed parameters were cross-checked and it was confirmed from a previous follow-up that enable magnet use was programmed on. A bsc technical services (ts) consultant was contacted during the troubleshooting. The ts consultant contacted bsc engineers regarding the failure with programmers. It was noted that with the first three programmers, the green led light on the telemetry wand did not blink. Only with the fourth programmer, the led light blinked for a fraction of a second. Ts advised device replacement. The ICD was returned for analysis. There were no adverse patient effects; the patient had an intrinsic rhythm of 90 bpm.

Manufacturer narrative:
As of today, this medical device has been returned to boston scientific for analysis. Upon completion of analysis, or if any additional information becomes available, this investigation will be updated and a follow-up report will be submitted. Upon receipt, a thorough evaluation of the product was performed. Telemetry was unable to be established therefore, this device could not be interrogated. Engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device' s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report.